Event description:
The manufacturer received information alleging the device's pressure was inconsistent, humidifier is not detected, water in tubes and the water overheats. The patient experienced burn from the water. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.